Event description:
During shift check, the autopulse platform (sn (B)(6) ) displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) upon powering up. The customer reset the lifeband and attempted to operate the platform with various manikins, but the ua07 advisory message would not clear. No patient involvement.

Manufacturer narrative:
The reported complaint that "the autopulse platform (sn (B)(6) ) displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) upon powering up" was confirmed during both archive data review and functional testing. The root cause of the ua07 was due to failed load cell 2, likely attributed to failed component(s) or mishandling such as a drop. Visual inspection of the returned autopulse platform showed no physical damage. A review of the archive data showed multiple user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) on the customer's reported event date, confirming the reported complaint. Functional testing failed due to the ua07 advisory message displayed upon powering up the platform, confirming the reported complaint. A load cell characterization test indicated that load cell 2 was over-reporting, and it was replaced to remedy the issue. Upon service completion, the platform will be subjected to final functional testing to ensure that the device will pass all testing criteria. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for the autopulse platform with serial number (B)(6).